Event description:
It was reported the ted12 was used during an unk procedure. It was reported by the affiliate the bag broke when it was filled with gas/air. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. H6: approx. 1/3 of balloon is missing. Based upon the inquiry info received and the visual examination. It was concluded that the balloon had burst during surgery, making the instrument non functional. The instrument was received with a balloon which had burst. It was determined that approximately 1/3 of the balloon was missing from the assembly and was not returned. The point of the propigation appeared to be in the proximal portion, with the missing portion of the balloon from the distal 1/3 of the balloon. The hand bulb valve on one end of the bulb was pushed into the bulb. No conclusion could be reached as to how the balloon had burst or as how the bulb valve had become mispositioned.